Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a bravo capsule failure to attach. There was no harm to the patient and a repeat procedure was not necessary. No medical intervention was required. There was nothing unusual about the patient or the procedure itself that led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing bravo for 2 years and was trained by a given representative. Lubricant was used to facilitate capsule placement and the customer reported none got into the capsule chamber. The customer is not sure what caused the failure to attach.